Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The insulin pump trainer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to diabetic ketoacidosis with a high blood glucose level of 412 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip at the hospital. The customer also treated with bolus earlier. The customer did not allege the insulin pump for under delivery. The drive support cap appeared normal. The insulin pump had a no delivery alarm. The insulin pump passed the self test. The insulin pump will not be returned for analysis.